Event description:
It was reported that a patient experienced arrhythmia, tachycardia and hypotension. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation (af) a farawave nav catheter was selected for use. The farawave nav catheter was pulled at end of case, and then it was reported that the patient went into tachycardia. Low pressure was roughly 108/70. Stat echocardiography was called, and no effusion was noted. The patient was reported to have been admitted to the hospital beyond standard of care. The patient was given medication to improve their blood pressure. The patient was expected to fully recover from the event. The device is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced arrhythmia, tachycardia and hypotension. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation (af) a farawave nav catheter was selected for use. The farawave nav catheter was pulled at end of case, and then it was reported that the patient went into tachycardia. Low pressure was roughly 108/70. Stat echocardiography was called, and no effusion was noted. The patient was reported to have been admitted to the hospital beyond standard of care. The patient was given medication to improve their blood pressure. The patient was expected to fully recover from the event. The device is not expected to return for analysis as it was disposed. It was further reported that in response to the arrhythmia ablation was attempted, but this was unsuccessful. Additionally, the physician tried pacing out of it and tried cardioverting the patient. However, all of these attempts were unsuccessful in trying to resolve the arrhythmia. No further updates on patient history or patient status were made available.